Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "continuous air in line warning, even after changing tubing no known patient harm or delay in care. This is from the first week of implementation. A preliminary review of the logs identified the following issue: air in line alarms (unresolved). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.